Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead is kinked(both proximal and distal conductors) at 11 centimeters, also insulation is cut at that location. Blood visible inside proximal conductor. No stylet was returned, used a fresh medtronic stylet to perform stylet test, stylet stops at kinked area 11 centimeters), no further stylet testing possible. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of right ventricular (rv) lead, x-ray revealed the lead had pulled back and slack loss. The rv lead exhibited high and varying thresholds, and low impedance. Physician decided to revise the rv lead. During the revision procedure physician observed the sutures from the initial implant were tied directly to the lead. Several locations were attempted to re-engage the lead but the injury current on electrogram (egm) very poor. It was also reported there was difficulty inserting stylet down the lead and suspected blood ingression in the lead occurred. Physician suspected tissue was stuck in the tip of the lead causing the lack of injury current. The rv lead was explanted and replaced. Upon extraction of the rv lead there appeared to be insulation damage from the sutures that had been in direct contact with the lead, as well as a noticeable piece of tissue that was adhered to the tip of the lead. No patient complications have been reported as a result of this event.